Event description:
It was reported the patient noticed an increase in stimulation when walking through security gates at a retail chain. The increase only occurred with the certain retail chain¿s stores. The patient tried to avoid those stores and would walk through the gates quickly. The issue started eight months prior to call. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va07hnz, implanted: (B)(6) 2013, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).